Event description:
As reported by our edwards lifesciences affiliate in japan, regarding a tavr procedure with a sapien 3 ultra resilia valve, after the delivery system reached the tip of the esheath+, resistance encountered as it exited the sheath caused damage to the sheath tip, and the detached fragment remained attached to the delivery system. During expansion of the sapien 3 ultra resilia valve, the damaged sheath tip impeded balloon expansion, resulting in incomplete expansion on the lv side of the bioprosthetic valve. Despite this, the valve was successfully deployed in an appropriate position by performing slow inflation and maintaining tension on the delivery system. Upon identifying evidence of tip detachment, a cerebral protection device was used; however, no debris was captured. A review of the fluoroscopic images suggested that the detached sheath fragment had become trapped and fixed between the s3ur valve and the lvot.

Manufacturer narrative:
This is one of two reports being submitted for this case. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following sections of this report have been updated: b4, g3, g6, h2, and h6. Distal tip torn and component separation were confirmed based on the evaluation of the returned devices. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. Sheath distal tip tears may result from a combination of multiple contributing factors. Patient factors - such as challenging anatomy [as ''moderate'' tortuosity was reported] - may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Device manipulation during system advancement can further contribute to tip tearing and subject it towards separation. Torn tip can catch on access vasculature during sheath removal leading to retrieval difficulties and possibly separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Fluoroscopic imagery revealed that that torn tip led to the thv initially deploying asymmetrically. In this case a full circumferential distal tip tear was observed, indicating that the reported asymmetrical inflation was likely the result of separated tip impacting the inflation profile due to it being retained on inflation balloon/crimped thv. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.